Manufacturer narrative:
Initial reporter address: (B)(6). Phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and began treatment with intraperitoneal (ip) cefazolin (for two days, dose and frequency not reported) and ip ceftazidime (for two days, dose and frequency not reported) for the peritonitis. Two days after event onset, the patient was treated with intravenous (IV) gentamicin (dose, frequency and duration not reported) and IV ampicillin (dose, frequency and duration not reported). Six days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. Sixteen days after event onset, the patient experienced a cardiorespiratory arrest and the same day the patient passed away. The cause of death was not reported. It was reported the patient was not recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. No additional information is available.